Manufacturer narrative:
The customer was provided the part number and price for a replacement battery pca, if they need to order it.

Event description:
It was reported to philips that the device will not power using the ac power module and the battery. The ac power module and battery work on other devices. There was no reported patient involvement.